Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with post cardiotomy cardiogenic shock/low cardiac output syndrome was on an impella for mechanical circulatory support. During support, the patient developed a gastrointestinal bleed and heparin was withheld. Additionally, the patient was taken to the operating room for a wash out and a large posterior clot was removed.